Manufacturer narrative:
Product was evaluated by kst under complaint (B)(4). Product arrived at kst on (B)(6) 2022. Upon evaluation, product was found to meet all specifications. The error log showed the messages of the cylinder emptying and shutting off. The volume on the machine was found to be at the lowest level "1" despite the product shipping at "4". The IFU was found to have notes on keeping a spare device on hand as well as systematic error messages. The most probable root cause is that the alarm was not recognized by the customer, because the audio was turned down to the lowest level "1". The previous reportability decision for this event was reversed based on a retrospective review. The event is filed under internal karl storz complaint ID: (B)(4)

Event description:
It was reported that the cavity of a patient collapsed due to the gas flow stopped after the gas bottle needed to be changed. No alarm had been issued by the device to prevent the problem. No negative impact to the patient due to the loss of pressure in the cavity was reported.